Manufacturer narrative:
(B)(4). Concomitant medical products: us157858, m2a-magnum pf cup 58od/52id, 691400. 103205, taperloc por fmrl 11x142, 156740. 139270, m2a-magnum 52-60mm tpr insr +3, 228410. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2017-04434. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient underwent a right revision procedure approximately five years post-implantation due to pain, discomfort, lack of mobility, loosening, tissue destruction, bone destruction, metal wear and metal poisoning. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products : us157858, m2a-magnum pf cup 58od/52id, 691400, 103205, taperloc por fmrl 11x142, 156740, 139270, m2a-magnum 52-60mm tpr insr +3, 228410. The event was confirmed with medical records received. Preop cultures returned positive for mrsa acetabular shell noted to be grossly loose. Femoral component removed with very little effort [loose]. All zb components removed, DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04434.

Event description:
It was reported patient underwent a right revision procedure approximately five years post-implantation due to loosening and mrsa infection. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information did not change the outcome of the previous investigation.

Event description:
It was reported patient underwent a right revision procedure approximately five years post-implantation due to loosening, elevated metal ion levels and mrsa infection. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a-magnum mod hd sz 52mm, part # 157452 from lot 972810, was returned and evaluated against the complaint. Visual inspection found the outer radius to be scratched consistent with metal on metal construction. The face and taper of the assembled insert are scratched. Additional information did not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices, photos, or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon receipt of additional information it has been determined that the zimmer biomet device did not contributed to the event and it determined is not reportable. Hence the initial report submitted needs to be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the zimmer biomet device did not contributed to the event and it determined is not reportable. Hence the initial report submitted needs to be voided.